Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured in the mid right coronary artery (rca), which was mildly tortuous, no calcification and had a 50% stenosis. The target lesion was located in the distal rca and was a chronically totally occluded (cto) lesion. In order to advance the guide wire smoothly, the 2.5x15 voyager was inflated at the mid rca; however, it ruptured during the first inflation at 6 atm. So, it was changed to the same sized voyager and the procedure was continued. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the guide wire lumen, inflation lumen and balloon. There was also blood visible on the entire length of the shaft. There was no contrast visible. The balloon appeared to have been previously inflated. There was no other damage noted. A new indeflator filled with water was used to pressurize the returned balloon catheter when water leaked out of a pinhole 1 mm proximal to the distal marker. There was a scratch proximal to the pinhole. Product performance engineering reviewed the incident information and the returned device analysis. It was reported that the rx voyager balloon dilatation catheter ruptured upon the first inflation to 6 atm. Another voyager device was used to successfully complete the procedure. Reportedly, there were no adverse pt effects observed as a result of the balloon rupture. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, mechanical damage, handling of the device during use, interaction with associative devices, pt anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. In this case, the lesion was mildly tortuous with 50% stenosis, which may have contributed to the reported balloon failure. The catheter was returned with blood present in the guide wire lumen, in the inflation lumen and the balloon, which is consistent with the reported use of the device and a rupture/pinhole. The analysis confirmed that there was a pinhole in the distal end of the balloon near the distal marker. In addition, a scratch was evident on the balloon near the rupture location, suggesting that it is possible that the balloon material was damaged (scratched) during interactions with other devices or the pt anatomy, such that the balloon ruptured upon inflation. Therefore, based on the incident information and returned device analysis, the balloon rupture appears to be related to circumstances of the procedure. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports associated with this lot and all on-line inspections and testing met manufacturing criteria. This MDR is considered closed by the product performance group.